Manufacturer narrative:
Retainer ring =b lack. Customer complained on pump alarmed pump error 3 and partial display after moisture exposure. Device alarmed critical pump error after battery installation. Unable to verify missing segments or partial display due to critical pump error. Pump error 40 was noted in the device history download on (B)(6) 2021 10:01:00.000 and pump error 3 on (B)(6) 2021 09:43:05.000 due to moisture damage to pcb1 board and pcb 2 board. Device successfully downloaded to thumps. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation. Unable to verify missing segments or partial display due to critical pump error. Confirmed pump error 40 was noted in the device history download on (B)(6) 2021 10:01:00.000 and pump error 3 on (B)(6) 2021 09:43:05.000 due to moisture damage to pcb1 board and pcb 2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display and received main arm cannot communicate with the motor arm alarm. Customer was not able to clear the alarm. Insulin pump was exposed to water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.